Event description:
The pt presented to the surgeons rooms complaining of start-up pain when weight bearing. After conducting CT scans, bone scans and x-rays the surgeon felt the cup was loosening and therefore scheduled revision surgery, performed on (B)(6) 2015. Ref MFR report #: 3005180920-2015-00006.